Event description:
Boston scientific received information that the physician observed noise and oversensing on the shock channel and ventricular electrogram (egm) of this right ventricular (rv) lead. There were no inappropriate shocks. Low intrinsic r-waves were seen, and it was suspected to be due to the patient's rv dysplasia. The noise could not be reproduced by isometric exercises or forceful arm movements. Boston scientific technical services (ts) was asked to review episodes on egms. Ts noted that the frequency of noise appeared to be 50hz. Another episode showed myopotential oversensing, most likely from the diaphragm or abdominal muscles. Daily measurements showed stable shock and pacing impedance. One ventricular pause of longer than two seconds (B)(4) was observed due to pacing inhibition caused by myopotential oversensing. Later, after the defibrillator reached elective replacement indicator (eri), a procedure was scheduled to replace the defibrillator. During this procedure, the physician decided to surgically abandon this rv lead due to low sensing and noise on the rv channel involving the detection of ventricular fibrillation (vf). The pacing and shock impedance measurements were correct. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.